Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother was advised to reset bluetooth, uninstall then re-install the g5 application, and manually enter transmitter ID, which was unsuccessful. No additional patient or event information is available.